Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, software version: 1.2.0. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the exams received from electronic picture archiving and communication systems (pacs) over the network were loading on the system with incorrect names. The exams were named incorrectly ranging from chest x-ray to scrotal exams when they were indeed magnetic resonance imaging (MRI) or computed tomography (CT). The site had to click on the patient and incorrect description to open and determine the correct exam name. There was no patient present when this issue was identified.